Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g21065, h11f03123, and h11d05040 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for yeast and constipation coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The consumer reported that the patient's bowel was stuck and it was pressing hard on her catheter and she also had a yeast infection. The patient remained hospitalized and was recovering from the event of peritonitis. The nurse did not comment on the events of bowel stuck, bowel pressing hard on catheter and yeast infection. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapies. The nurse clarified that on (B)(6) 2011, the patient experienced abdominal pain and was seen at the pd clinic and received unspecified ip antibiotics. The nurse stated that an abdominal x-ray was also done because the first dose of antibiotic was pushing through the pd catheter slowly. The x-ray results showed constipation. The nurse clarified that the consumer's comment of the bowel is stuck and pressing hard on catheter was in reference to the constipation. The patient continued to experience abdominal pain and was hospitalized for the same on (B)(6) 2011. The nurse clarified that the yeast infection reported by the consumer was in reference to the culture results. On an unreported date, the pd catheter was removed and patient was placed on hemodialysis. The patient was recovering from the events of constipation and peritonitis with culture positive for yeast. The nurse stated that the cause of the peritonitis and constipation were unknown, and the abdominal pain was caused by the peritonitis or constipation. The events of constipation and peritonitis with culture positive for yeast were unrelated to dianeal therapies.